Manufacturer narrative:
Upon review of the unit, a single human hair was observed on the lid of the inner tray sealed within the outer tray. This appears to have happened during the tray packaging operation, since the hair was located between the inner and outer trays. DHR for lot 9661224 has been reviewed, and there were no deviations, ncs, reworks or capas for this lot. The lot was packaged into inner and outer trays and inspected by production and qc on 04/09/2024 per vv-0199871-packaging trayed product v11.0. It can be speculated that a hair could have inadvertently gotten onto the inner tray lid from an operator gown, while the unit was waiting to be packaged into the outer tray. Once the unit is sealed in the outer tray, it would be impossible to detect the hair under the outer tray lid during both the production and qc inspection. The packaging operation takes place inside the cleanroom and all operators are trained and required to comply with the vv-0199906 cleanroom personal hygiene and gmp requirements, per which hairnets and beard covers are required. Additionally, in the current revision of the sop, vv-0199871-packaging trayed product v16.0, a requirement has been added to vacuum the outside of the sealed inner tray prior to placing the inner tray into the outer tray for sealing. Production and qc was notified of this issue.

Event description:
According to the available information, a foreign object was found in the sealed packaging.

Event description:
According to the available information, a foreign object was found in the sealed packaging.

Manufacturer narrative:
The lot number was reviewed for complaint trend. No trends were noted for complaints. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.